Event description:
A physician reported a certas valve (ID 828806) was implanted via lumbar peritoneal (l-p) shunt on unknown date with unknown setting. On unknown date, the patient had headache and shunt imaging was performed. Leakage and underdrainage were observed. The patient had reoperation and the valve was removed (not replaced) on (B)(6) 2023. The patient is currently asymptomatic and is in follow-up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve (ID 828806) has been returned for evaluation- device history record (DHR)- product code 82-8806 with lot 6396351, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected, the needle guard was raised and needle holes in the needle chamber were note. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The catheters were irrigated, no occlusion noted. The needle chamber was dismantled and he needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The possible root cause for the issue ¿leakage¿ reported by the customer, could not be determined as no leakage was noted with the valve at the time of investigation. A possible root cause for the issue ¿underdrainage¿ reported by the customer, could have been due to the raised needle guard. As shown in the investigation no occlusion issues were noted, it is possible that the needle guard moved during ex-plantation. The root cause for the, for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.